Event description:
This report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-06095 and MFR. Report # 3005099803-2012-06096). It was reported to boston scientific corporation that two rx cannulas were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, for each device in turn, during the procedure, the device leaked from the junction between the injection lumen and the guidewire lumen. A guidewire was present in the device at the time of the leak and the leak occurred outside the patient. The procedure was completed with another rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation finding: catheter split/torn.

Manufacturer narrative:
(B)(4) the evaluation finding: catheter torn. Visual evaluation of the returned device found that there was a split/tear at the proximal end of the bond area of the device. Dried contrast was visible in the bond area and inside the split/tear. Due to the dried contrast, a functional evaluation for leakage could not be performed. These devices are 100% inspected for bond integrity and leak failures during manufacturing. Review and analysis of all available information indicated the most probable root cause for this event was "operational context". The device history record review found the device met all manufacturing specifications.